Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient experienced migration of the received stimulator and on (B)(6) 2018, the surgeon repositioned the implant; however the repositioning was unsuccessful. Subsequently, on (B)(6) 2018 the device was explanted and the patient was reimplanted with a new cochlear device.